Event description:
During lasik eye surgery, the lasik machine which is manufactured by summit did not shut off when the programmed number of pulses were delivered. Since this procedure is still being studied, rptr assumes that the dr reported this to FDA. Rptr's left eye was damaged and vision is impaired. Summit corp has not contacted rptr with a solution and did not even answer a letter sent to them by their lawyer over a year ago. The surgery was performed at hosp. Nothing, so far, has been offered or done to correct eye damage.